Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b1, b2, h1, h6 health effect clinical code and impact code. Additional information was requested, and the following was obtained: I had 7-8 patients (hips and knees) with major wound dehiscence issues needing take backs for I+d and closure¿ it was across all 3 pa closures and I did not have any issues like this previously and have not had any issues since I reverted back to a 2-0 vicryl layer instead.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? Unknown. Date of procedure (implantation date)? Unknown. Date the slow absorption was diagnosed? By surgeon. What is the current status of the patient? Unknown. Please provide the lot number: unknown.

Event description:
It was reported that a patient underwent hip surgery on an unknown date and a barbed suture was used. Post-op, the patient experienced an issue with non-absorption of the suture in the subcuticular layer of tissue. Additional information was requested.